Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. The patient had an appointment to have their device removed in (B)(6) 2015. The patient had not used their device for two years.

Event description:
It was reported that the patient felt their device was ineffective about 1 year after implant and 2 of the 4 electrodes were broken. The patient wanted to know if another health care provider (hcp) could explant the device and not the one that implanted it. The patient did not want to provide many details of their entire history and wanted the device taken out. The patient had a bladder lift removed 2 years ago. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient . Product ID: 3889-28, lot# v440525, implanted: (B)(6) 2010, product type: lead. (B)(4).